Event description:
Second bottle of integrilin was hung. Rate was set at 15 cc/hr & vtbi was set for 75cc. Control knob malfunctioned causing pump not to switch between rate & vtbi. When knob was turned to run, the rate was changed to 75 cc/hr. The problem was identified after 3/4 bottle had infused in less than an hour. Witness verified that when vtbi was changed, the rate changed as well. Pump was taken out of service, biomed & physician were notified. Diagnosis for use: stents x 3 to lad. Approx age of device: (B)(6).